Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact person reported that there was a fluid leak encountered during the patient's pd treatment. Fluid was discovered when treatment was complete and the cassette was removed. There was fluid discovered in the pump module area of the cycler. Fluid leaked from an unknown location. The patient contact poked two holes in the cassette intentionally. Although requested, no further details were provided. There was no harm indicated in the initial report. No sample products have been returned for analysis.

Event description:
A peritoneal dialysis (pd) patient's contact person reported that there was a fluid leak encountered during the patient's pd treatment. Fluid was discovered when treatment was complete and the cassette was removed. There was fluid discovered in the pump module area of the cycler. Fluid leaked from an unknown location. The patient contact poked two holes in the cassette intentionally. Although requested, no further details were provided. There was no harm indicated in the initial report. No sample products have been returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.